Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-00085.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d), neuron max 6f 088 long sheath (neuron max) and, velocity delivery microcatheter (velocity). During the procedure, the physician made a pass using the psr3d, neuron max and, velocity. While attempting to make another pass, the physician inserted the psr3d through a velocity and was deployed in the mca without any issue. However, while retracting, the physician noticed the psr3d would not move at all and had broken off in the mca. No attempts were made to retrieve the broken psr3d and the physician ended the procedure at this point. There was no report of an adverse effect to the patient.